Event description:
Caller reported that before retiring, they took a blood sample with their freestyle. Measurement was within a normal range. Upon retiring, customer took a dose of lantus. During the night, customer began to thrash about in their sleep. Their spouse was unable to wake them. Paramedics were called and customer was transported to the hospital. Glucose shots were administered.